Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 471 mg/dl. The customer's blood glucose was 91 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer also reported that they had low blood glucose around 50 mg/dl. The customer stated that they delivered more insulin. The customer stated that they treated the low blood glucose with food. Troubleshooting was done for low blood glucose. The customer mentioned that there was a possibility that the insulin pump was exposed to high magnetic field. The customer stated that the programming on the insulin pump was inaccurate. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.